Event description:
I had a personal experience of infection with karl storz sales rep endoscope probe via unethical practices. The sales rep (B)(6) uses the medical devices personally against company protocol, he then sells and samples at hospitals (B)(6) and other institutions. Personal use on animals at his home (probes animal orifice), uses the probes in attic and walls for imaging, plays with them with various food and vegetables even rotting, stores them on the floor and in various places against storage and sterilization rules. Patients in urology and mostly women have had infections and emails were sent to his manager karl storz (B)(6). No corrective action or accountability. Can be verified via serial numbers shipped to sales rep (B)(6) and patients with procedures between (B)(6) 2020 to present day. Manual, storage, sterilization procedures are on karl storz website and were not followed in many procedures.